Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported blood glucose (bg) levels between 258-278 (mg/dl). The customer reported a pump correction would be used to address their bg level. The customer began but did not complete all the troubleshooting steps due to over-filling the cartridge with 300 units rather than 120 units of insulin during a system check.